Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a normal blood glucose reading on the contour next link 2.4 meter. No specific reading was provided. The customer took normal insulin dose. The customer experienced symptoms of hyperglycemia such as vomiting, nausea and then passed out. The customer was hospitalized for two days and received fluids and insulin intravenously. The customer recovered well after the treatment. There is no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
Sections b1 and h1 of the initial report indicated the report type and type of reportable event as malfunction. This event was associated with an adverse event which required hospitalization and medical intervention. Sections b1, b2 and h1 have been updated accordingly.

Manufacturer narrative:
Sections e2 and e3 of the initial report indicated the initial reporter as health care professional and the occupation as nurse. The primary reporter of this event was the customer. Section e2 has been updated with the correct information. Section e3 cannot be updated as it should be blank.

Manufacturer narrative:
The customer returned the suspected contour next test strips from lot # 8lpec05c for evaluation. The customer did not return the suspected contour next link 2.4 meter. Therefore, an in-house contour next link 2.4 meter was tested with the returned test strips, which gave a satisfactory performance.